Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the physician was using electrocautery in the device pocket to try and stop a bleed, which caused a full thickness skin burn due to the electrocautery. Burn surgery consult was contacted and concluded that resection of the skin around the burn with primary closure would be the best method to void subsequent complications. No additional adverse patient effects were reported. The patient was noted to be recovering the following day. The s-ICD remains in service.